Event description:
It was reported that, following the implant of this artificial urinary sphincter, the patient experienced urinary retention. The physician removed the cuff and tied off the tubing to the pump and balloon that remained in situ. Several months later, the physician elected to implant a larger cuff. During surgery, it was decided to explant and replace the entire device. No further patient complications were reported.